Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level approximately in the 50's mg/dl. Review of the pump data logs by tandem technical support verified that the customer delivered multiple boluses prior to the low. Customer drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.